Event description:
It was reported that a minicap extended life pd transfer set had a cracked twist sleeve. This was noticed after patient use. The device was then replaced with a new transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4).a request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the transfer set was returned and the evaluation was completed. Visual and microscopic inspection revealed cracks on the main light blue body of the transfer set. Leak testing, clear passage testing, and clamp functional testing were performed with no issues noted. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.